Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the scanner was not working. The field service engineer reseated all usb peripherals to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis cii safe scanner was not working properly when the user trying to access medication. However, there were no adverse events or injuries reported based on this event.